Event description:
It was reported that during a meniscal repair procedure, t1 and t2 deployed together. The anchors were removed from patient. A backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One used fast-fix 360 curved needle delivery system, intended for use in treatment, was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle or were returned. The actuator is in its post t2 deployment position indicating multiple trigger advancements. The depth limiter is crimped at its distal end. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Per the device instructions for use under warnings ¿do not push the deployment slider twice or the second implant will deploy prematurely¿. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution.